Event description:
Reporter indicated that she was experiencing constant hoarseness since vns therapy system implant surgery. The patient was evaluated by an ent who diagnosed the patient with left vocal cord paralysis with some movement. The ent indicated that the cause of the vocal cord paralysis is due to the vns implant surgery.

Manufacturer narrative:
Vns therapy system labeling lists vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.